Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the silent mode of insulin pump was not working. The customer¿s blood glucose level was unknown at the time of incident. The customer was reported that the insulin pump had reject new batteries, when batteries were change it losing time and date. The device will not be returned for analysis.